Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that 90 minutes after starting treatment with a polyflux 140h dialyzer, the patient experienced abdominal pain. It was reported ¿the patient was allergic to the dialyzer¿. The patient received intravenous dexamethasone (5 mg). It was reported 40 minutes later the patient symptoms were in ¿remission¿ and the ¿patient is stable now¿. No additional information is available.